Manufacturer narrative:
Initial.

Event description:
It was reported that the user allowed the continuous glucose monitor (cgm) sensor to expire and delayed starting a new sensor for approximately 30 minutes, after which the replacement sensor was in warmup and not providing glucose values while the prior sensor had last displayed 271 mg/dl and a concurrent fingerstick measured 393 mg/dl; the user was guided to enter a fingerstick value into the ilet to initiate correction and received education on sensor expiration and dosing interruptions. Symptoms included hyperglycemia. Outcomes included the need for user-performed fingerstick entry to enable dosing while cgm data without health impact or hospitalization. Investigation included customer communication, review of device use with expired cgm and warmup behavior. Investigation of this case revealed expected ilet behavior when the cgm sensor is expired or in warmup, with dosing limited until valid glucose data or a user-entered fingerstick is provided; no device malfunction was identified, and the event was attributed to cgm sensor expiration and dosing interruption during warmup. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent cgm availability and use conditions leading to temporary loss of automated glucose data and resultant hyperglycemia.